Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent region damaged with struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink at the port bond. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. Following pre-dilatation, a 3.00 x 20 synergy ii drug-eluting stent was advanced for treatment. However, severe resistance was felt and it was unable to cross the lesion. When the device was removed, it was noticed that the stent edge was lifted. A non-bsc device was used to complete the procedure and there were no patient complications reported.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. Following pre-dilatation, a 3.00 x 20 synergy ii drug-eluting stent was advanced for treatment. However, severe resistance was felt and it was unable to cross the lesion. When the device was removed, it was noticed that the stent edge was lifted. A non-bsc device was used to complete the procedure and there were no patient complications reported.